Event description:
(B)(6) y/o female was undergoing a diagnostic laparoscopic procedure to evaluate possible bowel obstruction / ileus following surgery on (B)(6) 2018 (robotic right hemicolectomy for ascending colon adenocarcinoma). During the laparoscopy on (B)(6) 2018, the physician asked the table position be altered from a reverse trendelenburg position to a trendelenburg position. The hydraulics of the table jarred during the position change causing a sudden dropping of the table. The physician had an instrument grasping the bowel during this event, and it led to two enterotomies of the bowel. The pt was secured and assessed, and then transferred to another operating table. The case was resumed with the decision to convert to an open laparotomy. One enterotomy was repaired and the other area was resected. The pt was then recovered and returned to her pre-operative bed. After the vendor analysis, the table was decommissioned and is being replaced. This medwatch report is being filed today, 08/13/2018. Full disclosure was made to the husband and to the pt by the physician.